Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading is unknown. The mother stated that her daughter's pump ran out of insulin and it did not alarm. The mother stated that there were air bubbles in the line. The mother stated that her blood glucose is fine and she changed the site. The mother wondered if the air went into her. The customer was advised that it will affect insulin delivery and might make her daughter's blood glucose run high. The customer was advised to call back if the air bubbles are present so they can troubleshoot.